Manufacturer narrative:
H3: product analysis found that handpiece does not work at all, lock lever doesn't work. Housing has severe rust and dirt. Bur couldn't be inserted. Collet cannot be moved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that devices were making abnormal noise, was overheating and bur could not be inserted. The handpiece was run at 5000 rpm oscillation mode with 5cc irrigation flowrate. There was no patient impact.

Manufacturer narrative:
H6: during the inspection at the time of acceptance, the bur could be inserted, but it did not operate at all, so the overheating test could not be performed. Also, it was observed that the lock lever did not move/work at all and that the rotate disk had deteriorated. Upon conducting an internal inspection, deterioration of parts such as the housing, motor, front collet, lock lever, and bearing was observed due to dirt, rust, and adhesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.